Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to inserting the catheter, the catheter was not able to be flushed due to the flush port being loose. The catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is not expected to return as it was disposed.